Manufacturer narrative:
The investigation was completed. No product was returned. Product damage (cannula kink): the cause of product damage cannot be determined as insufficient clinical details were provided. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Low pump flow: no product was returned. Patient had low flow. No logs are available to review. The cause of low pump flow was most likely due to cannula kink but cannot be determined if it was due to patient condition or use issue related. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after impella cp was placed, extracorporeal membrane oxygenation (ECMO) was inserted. During ECMO insertion, the impella became dislodged into the aorta. The physician attempted to reinsert the cp after rinsing it with distilled water, but the cannula kinked. The pump failed to produce adequate flow, so a new impella cp was used.